Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The events listed were obatained from the clinical evaluation report "(B)(4)- cer for rf ablation devices ¿ revc ¿ (B)(6) 2017¿final" conducted from a data set from (B)(6) 2010 ¿ (B)(6) 2017. The complications associated with the radiofrequency ablation system observed during review of literature articles published in different years as reported in the cer could be summarized as below: it was reported that during the use of percutaneous thermal ablation: rfa or interstitial laser ablation (ila) for treatment of benign bone tumors, a device broke.